Manufacturer narrative:
Follow-up report will be filed if more information becomes available.

Event description:
It was reported that patient was admitted with diffuse pneumonia and insulin was to be infused through PICC line. In 2005, product was inserted via upper portion of right arm. There were two insertion attempts made. During insertion, wire unravelled and pt was taken to radiology. There, bilateral femoral vein punctures, conscious sedation, and contrast was required in efforts to remove wire. All pieces of wire were removed and procedure was tolerated well by patient.